Manufacturer narrative:
Initial MDR with device evaluation. It was reported there is a black mark through the 50ml print on the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photo shows a syringe with the barrel scale printing illegible at the 50ml of the graduation scale. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3235272. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Hi there, we have received 800 of the 309653 and our qc has found a mark as per the photo below, we cannot use this for our products, please you please investigate and please deliver us the new lot, as we need them urgently? Black mark through the 50ml print on the syringe.